Event description:
Halyard health received a report from (B)(6) stating there was n air leak on the dual swivel elbow of the closed suction catheter device. No add'l info was provided in regards to the pt's status.

Manufacturer narrative:
The actual complaint product was not returned for eval. A review of the device history record is in progress. Upon completion of the investigation, a f/u report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).